Manufacturer narrative:
Explant date was reported as (B)(6) 2021 and should be blank. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a wound check, the cardiac resynchronization therapy defibrillator (crt-d) pocket was noted to be open with the device partially dehisced. It was further reported that the device system was erroneously reported as having been explanted. The device pocket was re-sutured and closed. The crt-d and leads remain implanted.

Event description:
It was reported that during a would check, the cardiac resynchronization therapy defibrillator (crt-d) pocket was noted to be open with the device partially dehisced. The crt-d system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.